Event description:
It was reported that the patient experienced distal urethral erosion with the right cylinder of the spectra concealable penile prosthesis. The right cylinder was replaced, but the left cylinder was left implanted. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.